Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of receiving a motion sensor test failure alarm. The customer states they were able to prime and rewind, but soon after, receiving the alarm again. The customer's blood glucose level at the time was 145mg/dl. The customer was in the process of receiving a continuation of therapy pump. The customer was advised to discontinue use of the current device, and wait for new pump to arrive.